Event description:
Study event. Device malfunction: none. Symptoms/ae: visual changes. Time of symptoms/ae: post procedure. It was reported that post a left internal carotid artery stenting procedure, the patient complained of a blind spot in the visual field at approximately the "10:00" position in the left eye. A head CT was performed and was negative. An ophthalmology consult was obtained and microemboli to the left eye was diagnosed. There was no treatment reported and the condition is continuing and unchanged. The patient was discharged to home 2 days post procedure and instructed to follow up with his ophthalmologist. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record did produce any findings relevant to this report.